Manufacturer narrative:
This device was used for treatment, not diagnosis.

Event description:
It was reported that during the insertion of a helical blade during a trochanteric fixation nail system procedure, the coupling screw for the helical blade broke and fell to the floor. The blade had already been inserted. There was no delay in operative time and no injury to the patient. This report is for 1 helical blade coupling screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn, as no device was returned for evaluation. Placeholder.